Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead was admitted to the hospital with bruising to the upper body and face that was suspected to have been a result of syncope. Interrogation of the device with a programmer noted high rv thresholds, loss of capture (loc), pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. An invasive procedure was performed. The rv lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during the lead replacement procedure, lead to device header connections were checked and noted a foreign material in the header upon removal of the lead. The material was removed from the device header and the lead was tested on a pacing system analyzer (psa) and high thresholds continued to be observed. The root cause of the high thresholds was not determined. The root cause of syncope was suspected to be due to the loss of capture (loc), however, this was not conclusively determined.